Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value was 240 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.